Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-12018. It was reported that during a battery revision, system diagnostic recorded invalid impedances. The physician opted to cut the leads to facilitate the explant of the lead, but the filament wires fell at the site where the lead was cut. The leads were successfully explanted.